Event description:
Pieces of tampon coming out of vagina [foreign body in reproductive tract]. Tampon unraveled and pieces shredded off [device breakage]. Unraveled and pieces shredded off inside vagina during tampon removal [complication of device removal]. Consumer reported via e-mail that tampon unraveled and pieces shredded off during removal. No serious event was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pieces of tampon coming out of vagina [foreign body in reproductive tract]. Tampon unraveled and pieces shredded off [device breakage]. Unraveled and pieces shredded off inside vagina during tampon removal [complication of device removal]. Consumer reported via e-mail that tampon unraveled and pieces shredded off during removal. No serious event was reported.

Event description:
Pieces of tampon coming out of vagina [foreign body in reproductive tract] tampon unraveled and pieces shredded off [device breakage] unraveled and pieces shredded off inside vagina during tampon removal [complication of device removal] consumer reported via e-mail that tampon unraveled and pieces shredded off during removal. No serious event was reported.

Manufacturer narrative:
A product investigation is in progress.